Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedance and no capture or sense due to a lead fracture was observed. The lead was capped and replaced. Patient condition prior to and after surgery was good.